Manufacturer narrative:
Evaluation results: visual findings observed indentations and site stickers on the exterior housing. One of the dust covers underneath the battery slot is broken. Evaluation of the unit found the unit has power with batteries, but it does not sound when in use with sensor and magnet. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than five years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
(B)(6) 2020 bd1 customer states that they have an 8345 alarm that will not sound. The customer stated that there was battery corrosion inside the battery compartment. They cleaned it out and the leads. They states that they tried new batteries, new sensor pad, and no damage to nc port or sensor port. The no sound issue still happened. No gtin information available. Ts template has been completed and save to the drive. The date the issue was discovered is unknown and no incident or serious injury was reported.